Event description:
Boston scientific (bsc) crm received information that immediately following implant of this atrial lead, there were no p-waves and impedance was greater than 2500 ohms. Lead dislodgement could not be confirmed. Therefore, the pocket was re-opened and the lead was reinserted into the device and numbers were good. The lead remains actively implanted and no other adverse events have been reported. This event will be re-evaluated if additional information is received. Implant, explant and event dates were not made available.